Event description:
It was reported that the customer had low blood sugars and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller called in and requested instructions on how to check history of boluses given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.